Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he received a failed battery test alarm. Customer was changing the battery when the alarm occurred. Customer stated that the batter compartment and spring were not corroded or damaged. Customer received a failed battery test during troubleshooting. Customer wants to wait until he can purchase new batteries. Customer declined a brand new pump.